Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were stick and had scratches on the screen that affect ability view. Customer's blood glucose value was unknown. Customer stated insulin pump had diminished battery life and insulin pump rejects new battery several times. Customer also reported that insulin pump had error codes and unexplained no delivery alarms. The insulin pump will not be returned for analysis.